Event description:
Caller reported discrepant results with triage cardiac panel test.

Manufacturer narrative:
Complaint not confirmed. No error codes were observed. Product support did not observe any standard outliers for cal h or cal z. No false positives for tni were observed for the zero control cal z. Product support did not observe any values outside the mfg 2sd range for cal h. The customer did not return any specimen or product, product support was unable to verify the customer complaint or determine any product deficiency. Product support was unable to rule our any sample specific or environmental factors that may interfere with analyte recovery. No corrective action is required as no product deficiency was established.